Event description:
It is reported that the device was implanted in 2007. The doctor made the remark that the wrong joint was put in, and that the one that was implanted was too large. The patient went and got surgerical notes from the hospital. The pt then went for a second opinion. While going through the reports, it was noticed that every part had a bar code label except for the patella. It was written in pen. When I went to the new doctor, he planned on taking the joint out and putting a new joint in. Unfortunately, it can't be removed, it is too dangerous. It is a hammered in joint, not a cemented joint. There is a risk of splitting the bone and being crippled for the rest of the patient's life. It is one year old and the doctor says it looks over 5 years old. It is 2 inches bigger than the patient's other knee and the patella is 1 inch lower than the other knee. The patient feels that this was caused because there was no bar code label verifying the actual size of the patella. The patient's knee does not bend or straighten, has a bad limp, and is in constant pain with swelling. The patient also has to have a bone scan done at least once a year to see if the bone has developed fractures in it.

Manufacturer narrative:
Report was received through the FDA medwatch medical products reporting program. Evaluation summary: complaint alleges that oversized joint was used due to missing patient label. The manufacturing records indicate that the pt labels were included. The surgical technique details the proper method for determining the correct patella size to use and external box labels indicate the patella size. Patient labels may have been inadvertently discarded by hospital staff before attaching to records. Cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.